Manufacturer narrative:
(B)(4).

Event description:
The pt was only able to feel stimulation on the right side and no longer on the left side following a myelogram CT scan. Everything was working fine prior to the scan. He turned his device off before he went yesterday and left it off all day, just laid in bed when he got back home. When he went to turn it on this morning it only worked on the right side, real intense, nothing on the left. The myelogram CT scan was just above where lead goes into the spine. The scan was done for his other back problems, not device related. He was at home. Additional info has been requested.